Event description:
On removing the 7f ansel sheath from the lfa access site dr noticed a clear plastic "string" at the access site. It was removed from the pt's access site without harm or need for any add'l procedures. Material from the end of the ansel sheath was seen inside femoral puncture site. It was removed. No other procedures were necessary. Add'l info received (B)(4) 2012: standard wires and balloons were used. The customer did not offer any specific as it happened at the end of a procedure. Sheath was placed in the lfa (left femoral artery). Sheath was removed at the end of the procedure. No wire or dilator was used. This sheath did not unravel or split apart. A thin coating from the outside of the sheath peeled off. This thin coating is stapled in a plastic bag outside of the packaging and will be returned. The anatomy was not calcified or tortuous.

Manufacturer narrative:
(B)(4) - coating coming off. Device was returned in a used but nonconforming condition: the hydrophilic coating applied to the outside of the sheath had been nearly completely removed. An examination revealed the internal surfaces of the sheath were intact. Per qc spec, there is 100% insp, verifying coating is smooth, free of bubbles and foreign matter. There is also an insp, verifying the lubricity and durability are sufficient. The process of coating the catheter shaft has been validated. There is no evidence to suggest the device was not mfg to current specs. The plastic "string" referenced in the event description is most likely the hydrophilic coating applied to the outside of the sheath as a visual insp of the returned device revealed it had been nearly completely removed. Risk analysis confirmed that with the addition of this event, the risk to pt remains acceptable and no risk reduction activity is required. We have notified the appropriate internal personnel and are continuing to monitor complaints for similar events.